Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Logs of the pump were provided and issue reported was not confirmed from the log review investigation, however multiple tests were performed and the investigator was unable to confirmed the issue. As a result, we were unable to determine the cause of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line. Below is the results of the log review: log review shows on 4/30/2004 and 7:51pm (pump's date/time) a pump power-on and battery near empty alarm acknowledged and at 7:57pm an infusion start of 11ml/hr and 250ml (dl: heparin; dose rate 1100 iu/hr). At 8:21pm battery empty alarm stopped the infusion with a volume infused to 4:48ml and at 8:24pm pump automatically powered-off. At 9:00pm pump was powered-on with battery near empty alarm acknowledged and at 9:04pm an infusion start of 1100ml/hr and 100ml (dl: IV-plain). At 9:05pm infusion was stopped with a volume infused to 15.25ml and at 9:09pm pump was plugged into ac. At 9:10pm new therapy was selected and at 9:11pm an infusion start of 11ml/hr and 240ml (dl: IV-plain). At 9:34pm infusion was stopped with a volume infused to 4.21ml. Pump was placed on standby between 9:34pm and 9:48pm. At 9:48pm new therapy was selected and at 9:49pm an infusion start of 11ml/hr and 80ml (dl: heparin; dose rate 1100 iu/hr). 2 pressure alarms occurred during the infusion and at 11:18pm infusion was stopped with a volume infused to 15.01ml. No further infusions took place.

Event description:
As reported by the user facility: @1938 rn along with other rn from acute dialysis transported pt back to 7west unit. Rn (writer) saw patient being transported and met with rn. Rn (writer)immediately noticed that rate of heparin drip infusing at an extremely fast rate similar to a bolus. Rn writer knows that rate of heparin should be at 11 ml/hr. Rate seen on braun infusion pump was infusing at 1100 ml/hr. Rn writer asks rn to stop pushing bed in hallway and rn writer stops infusion pump at this time. Rn writer questions rn and asks her why is rate going at 1100 ml/hr. Rn stated that IV pump turned off on its own around 1900 and she had to reprogram heparin drip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400587859. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.